Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6)2017, the fse upgraded the software, and replaced the 2-way solenoid valve and wash pump. Several samples were run and the analyzer was operational. The most probable causes of the reported event were failure of the 2-way solenoid valve.

Event description:
On (B)(6) 2017, a customer reported <l (lower than the calibration area) flags on their aia-360 analyzer. Repeating the test after receiving the error produced sample results. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2, prog ii and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.